Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances, reaching high out-of-range values of 127 ohms. Technical services (ts) recommended conducting tests for further evaluation of the lead. No adverse patient effects were reported. This rv lead remains in service.